Manufacturer narrative:
(B)(4) final report. Additional information, including device details, patient medical history, post primary and pre revision x-rays and the explant were requested in order to progress with the investigation, however, not all were provided, therefore, there was only limited information available for this investigation. The appropriate device details were provided and the relevant device manufacturing records were retrieved and reviewed, it was found that the reported device conformed to material and dimensional specification when manufactured in september 2014. The initial reporter to corin confirmed that the revision was required due to the patient falling 3 weeks post op and fracturing their calcar, causing the implant to subside. Corin has concluded that the corin implants did not contribute to the requirement for revision, therefore, this case is considered closed. Should any new information come to light this case can be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Minihip revision. Patient fell and fractured their calcar causing a 3 week old implant to subside and retrovert.

Manufacturer narrative:
(B)(4) - initial report. Additional information, including device details, patient medical history, post primary and pre revision x-rays have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of this investigation. Device manufacturing records will be reviewed once the appropriate device details have been provided. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Minihip revision. Patient fell and fractured their calcar causing a 3 week old implant minihip stem to subside and retrovert.